Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory device alert and presented in clinic where it was noted that the ICD had reached eri sooner than expected. The device was explanted and replaced. The patient is in stable condition.

Event description:
The patient received a vibratory device alert and presented in clinic where it was noted that the ICD had reached eri sooner than expected. Device replacement is anticipated but has not been performed. The patient is in stable condition and will continue to be monitored.